Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that was clogged in the nozzle and discolored it was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had low air flow. The issue was observed during an unspecified diagnostic procedure. There were no reports of patient or user harm associated with this event. Additional information has been requested from the customer, but no response has been received at this time. The device was returned to olympus for a device evaluation and found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: the distal end plastic completed video had a very deep dent, the light guide lens glue was old, the bending section cover rubber glue was chipped, the insertion tube had minor surface scratches, the control body had minor scratches, the light guide tube had minor surface scratches, and the nozzle was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.